Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon came off the inflation line. The operator of the device was a health professional, and the event occurred in early (B)(6) 2024 at the hospital. This occurred during use. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the inflation line was detached from the pilot balloon. The cause of the issue could not be confirmed. A DHR review could not be completed as no lot number was provided.